Manufacturer narrative:
Zoll medical australia evaluated the device and the device performed to specification. Review of the device's log history observed that when the device powered on, a low battery message appeared. After approximately 29 minutes, the device powered off following additional low battery and shutdown warnings. These entries indicate the battery is now fully drained. As designed, when powered on with a drained battery, the device emits high-pitched beeps to alert the user to replace the battery. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.